Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s device was unable to be interrogated wit rf antenna when patient presented in clinic for routine follow up. Patient was checked with wand and all device testing within normal limits. Due to not being able to determine the cause of loss of telemetry issue it was discussed to download a new software to see if rf issue could be resolved however physician did not elect for this option. Patient is monitored via remote transmission and patient¿s transmitter was found to be no longer working and therefore sent a new transmitter. Physician elected to continue to monitor the patient. "No programming changes were." Patient was stable.